Event description:
During CABG surgery 1st catheter placed and no readings obtained. Monitor changed, still no reading. Catheter #2 placed (same lot #). No readings obtained. Changed monitors again, still no readings. Catheter #3 placed; balloon not inflating properly. When catheter removed, balloon was noted to be ruptured. Lot number on catheter #3 different from #1 and #2.